Event description:
Customer reported unexpected negative and weak reactions for anti-d in a patient sample tested using capture-r ready-screen on the galileo using capture-r ready indicator red cells, lot 221942. Reactivity was observed when the sample was retested using capture-r ready indicator red cells lot 221949.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event. Retention product was tested. The presence of the d antigen on retention capture-r ready-screen, lot x159, was confirmed using retention capture-r indicator red cells, lot 221942.